Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was 201 mg/dl. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.